Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the systems always shows completely incorrect measurement results when using the sphb-parameter. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review also reveals that this unit was in the field for over one (1) year with no previously reported issues.